Event description:
It was reported during the trial procedure, one trial octrode lead was implanted. The lead appeared more anterior and was providing rib stimulation. Several attempts were made to reposition the lead. All impedances tested fine intraoperative. When attempting to program the pt, the open circuit error message was displayed. The trial cable and the mts were changed but the issue continued. The pt turned the stimulation on but could not feel any satisfactory stimulation. The sjm rep met with the pt on (B)(6) 2013, and observed the two contacts have low impedances and one contact is invalid. Effective stimulation was not achieved and the lead was explanted and the trial ended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.